Event description:
It was reported to the manufacturer that the testing on the patient's vns device revealed high impedance result. Additionally, it was reported that the, "patient does not have the mental capacity to report perception of stimulation." Good faith attempts are being done to obtain additional info on the pt's events. Pt is also experiencing an increase in seizures below baseline.